Event description:
It was reported that the patient experienced a loss of therapeutic effect and she has to "cath" more often since a fall. She was at home in fair condition. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).